Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient was receiving lioresal via her pump (concentration and dose not reported.) The patient experienced increased spasticity. At refill, the pump reservoir volume was significantly more than expected (volumes not reported.) The pump was explanted. The patient recovered without sequela.